Event description:
It was reported that a system error 2267 alarm (air in set/line) occurred on the homechoice device during fill 3 of 4. The patient was connected at the time of this alarm. The technical service representative (tsr) assisted the nurse with clearing the alarm. The tsr advised the nurse to start over with all new supplies or perform manual therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.